Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant stent graft balloon was attempted to be used in an unknown endovascular procedure. It was reported that during the index procedure, balloon burst occurred during inflation for touch-up. Alternatively, a non-medtronic balloon was used to complete the procedure as per the physician, cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.